Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus could not identify the foreign matter from the information received. The root cause of the failure could not be determined. The event can be detected and prevented by following the instructions for use: instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection shows how to detect the event. Instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Event description:
The customer confirmed the patient's overall outcome was the same as planned and anesthesia/sedation was extended during the 5 minute delay. The device was inspected prior to use as per instructions for use. No other devices involved in the event.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope had narrowed channels during a diagnostic colonoscopy procedure. The procedure was completed with a similar device. This increased the procedure time by 5 minutes. During inspection and evaluation, residual liquid or foreign material came out of forceps channel port. Black tube stuck inside forceps channel port causing cleaning brush restriction. Removed the tube and performed full assessment, no fault found. There is no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during incoming inspection and evaluation.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's allegation was confirmed. The investigation is on-going. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.